Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user's caregiver reported that the ilet device touchscreen cracked while the device was stored in its case. The screen became completely unresponsive, and the pump was no longer usable. No injuries occurred. The device was deemed nonfunctional, and the user was transitioned to backup therapy. A replacement was arranged.